Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The user can detect the suggested event by handling the device in accordance with the following instructions for use (IFU): inspection of the air-feeding function, inspection of the objective lens cleaning function. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that during reprocessing. The evis exera iii colonovideoscope was not dishwasher safe. Channel three or channel five is sometimes displayed. The device was brushed several times, and the rinsing channels were rinsed. There were no problems with the block cascade. The machine and fittings were changed, and the problem still persists. The intended procedure was a colonoscopy. There were no problems with the procedure. And no impact on the patient. There were no reports of patient harm associated with this event. The device was returned for evaluation, and the nozzle was clogged by a black rubbery material causing air/water flow issues. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated. And the customers¿ allegations were confirmed. The dark rubbery material seemed to be seal residue and was clogging the nozzle. Additional findings include the following: there were no problems attaching to the leak tester, the bending section cover glue and the lenses glue was worn out, the plastic distal end cover was damaged, and the light guide lens was cracked. The customer reported, that the manual pre-cleaning was performed correctly without any problems. The blockage was only reported in the machine. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.